Event description:
Related manufacturer report number 1627487-2022-00430. It was reported that during an ipg explant procedure, lead damage issue was observed. Upon removal of the igp, leads were severed possibly by physician surgical procedure. The leads were left in place and the surgery was completed. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.